Event description:
Event verbatim [preferred term]: burn second degree (burn blister in shoulder-neck area), [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare fuer flexible anwendung). Device lot number ax0572, expiration date mar 2022, date of manufacture: 29 apr 2019 to 03 may 2019. From an unspecified date at an unknown frequency, for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient had been a user of thermacare heatwraps (for larger areas) for unknown indication for years. And had always valued the pleasant effect and tolerated them without any problems. This was the first time an incident occurred. The last time she used the product, she got second degree burns (burn blisters on the shoulder neck area) on an unspecified date. The patient urged company to check the product batch and give her feedback of the result. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. According to the product quality complaint group: summary of investigation: batch ax0572 is the only batch, within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint history confirms, that this is the first complaint for the sub class adverse event safety request for investigation defect received at the albany site, requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. No expedite trend was identified. Expedite trend assessment and rationale: not an expedited complaint. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "second degree burns (burn blisters on the shoulder neck area)". The cause of the consumer, stating the wrap caused second degree burns (burn blisters on the shoulder neck area) is inconclusive, since review of records does not provide evidence to support defective product. The product effect may vary with each individual. There was one wrap attribute defect recorded on (B)(6) 2019, wrap delamination (major), corrections were made by cleaning glue head 0-2 and 4-2 and making adjustment to die unit. If the glue pattern air is too low, there could be areas of the wrap, where delamination (glue gaps) could occur between layers and classified as "wrap delamination" (minor attribute defect) or "wrap delamination in heat cell area" (major attribute defect). Wrap delamination could potentially increase the temperature of the cell. Thermal data for the batch shows all wraps met the required. Wrap batch average temperatures (37.6 c - 41.6 c), per spec-27465, effective date: 18-jul-2018. The plant has reviewed, this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related was no. Final confirmation status was not confirmed. Site sample status was not received. Severity of harm was s3. Follow-up (15 sep 2020), follow-up attempts completed. No further information expected. Follow up (24 sep 2020), new information received from the product quality complaint group, includes investigational results. Follow-up attempts are completed. No further information is expected. Follow-up (20 dec 2020), new information received from the product quality complaint group, includes severity rating. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Summary of investigation: batch ax0572 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint history confirms, that this is the first complaint for the sub class adverse event safety request, for investigation defect received at the albany site, requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. No expedite trend was identified. Expedite trend assessment and rationale: not an expedited complaint. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "second degree burns (burn blisters on the shoulder neck area)". The cause of the consumer stating, the wrap caused second degree burns (burn blisters on the shoulder neck area) is inconclusive, since review of records does not provide evidence to support defective product. The product effect may vary with each individual. There was one wrap attribute defect recorded on (B)(6) 2019, wrap delamination (major), corrections were made by cleaning glue head 0-2 and 4-2 and making adjustment to die unit. If the glue pattern air is too low, there could be areas of the wrap where delamination (glue gaps) could occur between layers. And classified as ¿wrap delamination¿ (minor attribute defect) or ¿wrap delamination in heat cell area¿ (major attribute defect). Wrap delamination could potentially increase the temperature of the cell. Thermal data for the batch shows all wraps met the required -wrap batch average temperatures (37.6 c - 41.6 c) per spec-27465, effective date: 18 jul 2018. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related was no. Final confirmation status was not confirmed. Site sample status was not received.

Event description:
Event verbatim [preferred term]: burn second degree (burn blister in shoulder-neck area) [burns second degree], , narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number ax0572, expiration date mar2022, date of manufacture: 29apr2019 to 03may2019, from an unspecified date at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient had been a user of thermacare heatwraps (for larger areas) for unknown indication for years and had always valued the pleasant effect and tolerated them without any problems. This was the first time an incident occurred. The last time she used the product, she got second degree burns (burn blisters on the shoulder neck area) on an unspecified date. The patient urged company to check the product batch and give her feedback of the result. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. According to the product quality complaint group: summary of investigation: batch ax0572 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation defect received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. No expedite trend was identified. Expedite trend assessment and rationale: not an expedited complaint. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "second degree burns (burn blisters on the shoulder neck area)". The cause of the consumer stating the wrap caused second degree burns (burn blisters on the shoulder neck area) is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. There was one wrap attribute defect recorded on (B)(6) 2019, wrap delamination (major), corrections were made by cleaning glue head 0-2 and 4-2 and making adjustment to die unit. If the glue pattern air is too low, there could be areas of the wrap where delamination (glue gaps) could occur between layers and classified as "wrap delamination" (minor attribute defect) or "wrap delamination in heat cell area" (major attribute defect). Wrap delamination could potentially increase the temperature of the cell. Thermal data for the batch shows all wraps met the required -wrap batch average temperatures (37.6 c - 41.6 c) per spec-27465, effective date: 18-jul-2018. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related was no. Final confirmation status was not confirmed. Site sample status was not received. Follow-up (15sep2020): follow-up attempts completed. No further information expected. Follow up (24sep2020): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Summary of investigation: batch ax0572 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation defect received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. No expedite trend was identified. Expedite trend assessment and rationale: not an expedited complaint. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "second degree burns (burn blisters on the shoulder neck area)". The cause of the consumer stating the wrap caused second degree burns (burn blisters on the shoulder neck area) is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. There was one wrap attribute defect recorded on (B)(6) 2019, wrap delamination (major), corrections were made by cleaning glue head 0-2 and 4-2 and making adjustment to die unit. If the glue pattern air is too low, there could be areas of the wrap where delamination (glue gaps) could occur between layers and classified as ¿wrap delamination¿ (minor attribute defect) or ¿wrap delamination in heat cell area¿ (major attribute defect). Wrap delamination could potentially increase the temperature of the cell. Thermal data for the batch shows all wraps met the required -wrap batch average temperatures (37.6 c - 41.6 c) per spec-27465, effective date: (B)(6) 2018. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related was no. Final confirmation status was not confirmed. Site sample status was not received.

Event description:
Burn second degree (burn blister in shoulder-neck area) [burns second degree], narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number ax0572, expiration date mar2022, from an unspecified date at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient had been a user of thermacare heatwraps (for larger areas) for unknown indication for years and had always valued the pleasant effect and tolerated them without any problems. The last time she used the product, she got second degree burns (burn blisters on the shoulder neck area) on an unspecified date. The patient urged company to check the product batch and give her feedback of the result. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available.